Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device did not work properly. When the device was fired, the firing handle and instrument handle were plastic to plastic. The surgeon and his assistant did not hear the audible feedback as usual. When the surgeon withdrew the device out of the patient's anal, the patient tissues were not formed by any staples. The staples seemed not to go out from the staple housing; some staples dropped out of the housing in the open position. The staples were not in b-form and they were not stitched up the tissue even the knife cut. It caused heavy bleeding for the patient. The surgeon used suture. Around 300 ml of blood was lost. A competitor device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Corrected data: lot # = unk. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.